Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the return device to analyze, the cause of the reported positioning failure (leaflet grasping - clip not implanted) associated with the inability to grasp the leaflets and image resolution poor were due to the patients¿ anatomy (calcified leaflets). The reported tissue injury appears to be a cascading effect of the reported positioning failure (leaflet grasping - clip not implanted). The cause of the reported retraction problem (clip introducer) appears to be due to user technique of sliding the clip introducer over the clip. The reported difficult to remove (cds/sgc) was a cascading effect of the reported retraction problem (clip introducer). The reported material split, cut or torn was a cascading effect of the reported difficult to remove (cds/sgc). The cause of the reported patient death appears to be due to procedural circumstances. Additionally, the reported tissue injury and death are listed in instructions for use (IFU) and are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficult removal, torn material, retraction issue, and tissue damage I was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, thin leaflets, enlarged atrium, and a posterior prolapse. Prior to the procedure, the patient had severe atherosclerosis of hepatic and mesenteric arteries. It was noted that heavy annular calcification caused difficult imaging throughout the procedure. An ntw clip was inserted, and grasping was performed. However, the leaflets were unable to be grasped as the clip would slip off the anterior leaflet, resulting in a flail. Therefore, the physician decided to remove the clip and try with a bigger size. During removal of the clip, it became stuck within the hemostatic valve. It was noted the clip introducer (ci) was within the hemostatic valve as the clip was retracted (as per the instructions for use). The clip was then observed to be caught on the ci, resulting in a tear on the tip of the ci. After multiple attempts to remove the clip delivery system (cds) from the steerable guide catheter (sgc) without success, an access wire was inserted into the sgc past the clip. The sgc and cds were then removed together. It was noted the issues with removal were due to the cds and there were no issues with the sgc. A new sgc and cds were used to complete the procedure. Two clips were implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. A few days after the procedure, the patient passed away from ischemic gut and liver due to prolonged general anesthesia (ga) time. The physician stated the patient effects caused by the mitraclip did not cause or contribute to the patient death. No additional information was provided.